Event description:
After medical review of this non-serious report, based on the follow-up received on (B)(6)2012, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial info for this non-serious unsolicited report was reported by a physician via a sales rep and forwarded by affiliate ((B)(4)) with additional info received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) ((B)(4)). This case involves a (B)(6) female pt who was injected with poly-l-lactic acid (batch number unknown) three times and the time interval between the poly-l-lactic acid administration was 7 months approximately with the last injection took place on (B)(6) 2011 for improvement of flaccidity and cutaneous quality. On (B)(6) 2011, poly-l-lactic acid (batch number (B)(4), expiration date june 2013) was reconstituted with sterile water 5 ml plus lidocaine 1 ml with injection amount as 6 ml. The injection sites were left and right marionette lines, malar, cheek, perioral and nasolabial areas and cheekbone. The route of administration was subcutaneous. The aesthetic physician indicated that on (B)(6) 2012, the pt called her indicating that she had lumps. The aesthetic physician visited the pt and confirmed that the pt had nodules. The nodules described as 7-8 half marble-sized nodules that were palpable but not visible and without symptomatology (pain, pruritus). About 1 cm in diameter-sized, spread all over the injected area, the left hemi-face was more affected, observing a mild lymphatic system involvement. The aesthetic physician recommended the pt to perform massages in the affected area. The physician stated that on (B)(6) 2012, she visited the pt and, at that time, the lesions increased and they were visible (in the previous week the nodules were just palpable). The nodules were asymptomatic and without inflammatory signs. The following correcting treatment was initiated: azitromicin 500 mg for 3 days deflazacort 12 mg/day, route of administration: oral. On (B)(6) 2012, the aesthetic physician visited the pt who did not present almost any notable changes since the last visit. On (B)(6) 2012, the physician started local infiltration with (B)(4), in order to try to dissolve the indurated palpable nodules. This corrective treatment was injected in the left hemi-face area in order to observe the reaction. No biopsy was performed and no surgical intervention or dental procedures. The adverse event did not lead to permanent impairment of a body function, nor permanent damage to a body structure. The pt had no acute/chronic cutaneous diseases. No granulomatous disease. No recent hormonal change and no tendency towards pathologic scarring. Before poly-l-lactic acid was injected, the pt received fill as an aesthetic treatment 2 years prior to the notification. She was submitted to other aesthetic treatment and did not experience similar adverse event after treatment with poly-l-lactic acid and with other products. It was reported the pt was receiving concomitant medication (nos) (besides lidocaine) and presented concomitant pathology (nos). The physician suspected the nodules occurred due to a lack of massages (although the pt was taught how to perform massages). The physician did not suspect about the batch number since the same batch number was administered to other patients and no problems occurred. No alternative etiology for the event. Corrective treatment: massage and wait for 15 days (from (B)(6) 2012), azitromicin and deflazacort, saline solution with procain and linfomyosot. Action taken: not applicable. Outcome: not recovered.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated. Ptc results reveal that an investigation has been performed and the results are discussed here as follows: sculptra (B)(4) (semi-finished product) has been manufactured on 07/07/2010 and packaged for (B)(6) as lot (B)(4) (finished product). Both semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the events reported has been picked out. The analysis certificate at the release step of sculptra batch (B)(4) has been checked and all the results complied with specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Additional info received on (B)(4) 2012: ptc results were entered. Additional info received on (B)(4) 2012: provided pt's age, poly-l-lactic acid treatment detail on (B)(4) 2011, with dosage, sites, route, batch number and indication, adverse event detail and more previous aesthetic treatment info. Additional info received on (B)(4) 2012: ptc results were entered. Ploy-l-lactic last dose was changed from (B)(4) 2011. Additional info received on (B)(4) 2012, from the physician: case has been upgraded to serious. Additional medical history of breast carcinoma has been added. Corrective treatment has been added. Additional clinical info was added.